Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient suffered from incontinence, pain, tissue erosion, and infections. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient suffered from incontinence, pain, tissue erosion, and infections. All other information is unknown and unavailable.

Manufacturer narrative:
Upn was corrected from '(B)(4) - obtryx curved single system device' to '(B)(4) - obtryx curved system 5-pack.'